Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited undersensing, oversensing, and chronic low out-of-range pace impedance measurements less than 200 ohms. Subsequently, only the pacemaker was explanted due to patient condition and the ra lead was left implanted and in service within normal pace impedance measurements. Four days post procedure, an alert for out-of-range atrial pace impedance came through. Technical services (ts) explained the 21/24-hour clock and discussed troubleshooting options. The lead remains in service and the health care professional (hcp) will continue to monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker and non-boston scientific right atrial (ra) lead exhibited undersensing, oversensing, and chronic low out-of-range pace impedance measurements less than 200 ohms. Subsequently, only the pacemaker was explanted due to patient condition and the ra lead was left implanted and in service within normal pace impedance measurements. Four days post procedure, an alert for out-of-range atrial pace impedance came through. Technical services (ts) explained the 21/24-hour clock and discussed troubleshooting options. The lead remains in service and the health care professional (hcp) will continue to monitor. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.